Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed while using inside the patient. An spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the distal superficial femoral artery. The device would prime perfectly. A check saline error message displayed while the device was being used inside the patient. The procedure was not completed due to this event. There were no patient complications and the patient's condition was fine.